Manufacturer narrative:
The initial medwatch# 9614546-2020-00277 explained there was incision enlargement in b5. However, incision enlargement was not coded in h6. Section h6: patient code, 3191: incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
Additional information: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the iol was explanted from the patient's right eye due to hyperopic surprise post surgery. The patient experienced very blurry vision at both distance and near. Their visual acuity pre-op is 20/25 with correction and post-op is 20/70+. The incident date was reported as (B)(6) 2020 and hyperopia was confirmed (B)(6) 2020. When the iol was explanted the incision was enlarged and sutures were required. The iol was replaced with another iol model zct400, but higher diopter 14.0. This lens remains implanted in the patient's eye. No further information was provided.